Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection. The returned device is unremarkable. The body of the device is faded and scratched consistent with normal use. The tension jaws of the device are in good condition and appear undamaged. Functional inspection: the device was tested using a 2.0mm vitallium dall miles cable. With the returned device fully loosened the cable could be easily passed through the device. The device was able to apply and hold tension on the cable when the device was tightened by hand. Dimensional inspection: not performed as the returned device was found to be fully functional. The event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. The instrument was able to satisfactorily tension a sample dall miles cable. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that cable could not be inserted into the single side tensionor during the operation. It was a first time to use this tensionor. The tensionor was new.

Event description:
It was reported that cable could not be inserted into the single side tensionor during the operation. It was a first time to use this tensionor. The tensionor was new.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.